Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who receives unknown baclofen at an unknown dosage and concentration via an implantable infusion pump for intractable spasticity. It was reported that the pump was filled recently after having reached low reservoir volume and that for the past few weeks the patient reported hearing the pump alarm every hour. It was reported that the patient had magnetic resonance imaging (MRI) before their refill. Troubleshooting included reviewing information regarding concurrent alarms and how to silence the current audible alarm. The troubleshooting steps that were taken on the call resolved the issue.